Manufacturer narrative:
The customer¿s report of a device failing to alarm for air in line and shutting off while infusing was not confirmed or replicated. An evaluation of the pcu event log showed that on (B)(6) 2016 at 8:44:22 am the device experienced a ¿channel disconnected¿ alarm associated to a power loss; however, it is unknown if this is the event the customer referenced. The returned pcu and pump module passed the iui connector tests indicating proper function of the iui connectors. Additional testing consisting of programmed infusions and aggressive physical manipulation did not replicate a channel disconnect. Inspection of the device's iui connectors under magnification showed various degrees of white dried residue and contamination which may have contributed to the loss of power during the reported incident. Air in line testing results confirmed the device to be alarming within specification and performing as intended. The root cause of the pump mmodule failing to alarm for air in the line and shutting off while infusing was not identified.

Event description:
The customer provided a vague report that an old incident report had been found with the pump for an event that had occurred in august 2016. The device reportedly failed to alarmed for air in line and shut off while infusing an unspecified medication. There was no report of patient harm.